Event description:
The customer stated that the insulin pump delivered 23 units of insulin in one hour. Troubleshooting was performed. The high pressure test failed. No audible tones were heard during the self test. The customer stated that the case had cracked around the reservoir compartment of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.